Event description:
Arjohuntleigh received a complaint where it was indicated that during the resident transfer the strap holding the disposable sling (flite) to the hanger bar detached completely. The pt "fell on the bed and was apparently unharmed." No injuries were reported as a consequence of the event. In accordance to info provided by the facility "the sling had been checked that morning with no obvious problems with it, but at lunch time when being hoisted, the shoulder clip came away from the body of the sling. When examined the ward sister found that the stitching had all become undone." In relation to the attached photos the failure of the flite (stitching failed completely) can be confirmed. Ref MFR #3007420694-2014-00007.